Event description:
In this event it is reported that smartlite pro intro kit overheating and causing hot sensation in patient's mouth. Reportedly, no injury.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803.the device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
We´ve checked at our equipment service. We didn't found any failure, not a complaint. Please see our service no.(B)(4). Entered in our database rms: in: 24.01.2024, out: 02.02.2024 failure mode : hot equipment - overheating root cause: no defect. Conclusion code: no failure found.